Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during an implant procedure the device measured a low out range high voltage lead impedance. After several attempts at induction an error message was displayed. When trying to clear the error message the device went into back up mode. The device was not implanted.